Event description:
While using a reprocessed har 36 shears an error message displayed upon activation of the handpiece. The error message read "2 hand switches being activated please reset instrument." A second har 36 was used to complete the procedure. They asked for additional information on the software and generator that was in use during the case. I am working to provide that information. The device was returned to stryker sustainability for failure analysis.